Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2020-may-11 regarding a patient receiving morphine (15mg/ml at 3.277mg/day) via an implanted infusion pump. It was reported that the patient's pump went empty roughly three weeks ago (relative to the date of report). This was due to the patient needing to travel and then be in isolation due to covid guidelines. The patient felt a change in therapy due to the empty pump. The hcp decreased the dose by 52.6% with no concentration changes. The pump was updated after setting the low reservoir alarm (lra) volume. No further complications were reported or anticipated.